Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the patient alleged experiencing an unspecified adverse event as a result of the device implantation.

Manufacturer narrative:
Tracking #: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged outcome attributed to device: pain, infection, urinary problems, bowel problems, recurrence, dyspareunia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, and blood loss.